Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving infumorph via an implanted pump. It was reported that the patient was brought into the surgery center for a pump drug change from infumorph to hydromorphone due to the patient having a possible non-life threatening allergy to the morphine (itching). The physician declined to do a bridge bolus because he didn¿t want the patient to wait days to receive the hydromorphone. It was explained to the hcp that there would still be morphine left in the internal pump tubing if the reservoir was emptied and the catheter was cleared through the cap (catheter access port). The hcp stated that a 0.8 mg bolus of morphine would be fine as the patient had morphine for 2 weeks now and had been bolusing more than that with just itching. The hcp then cleared and rinsed the reservoir. During aspiration of the catheter via the side port under fluoroscopy, the physician pulled back a mixture with blood in it. The physician was asked to re-engage in the side port as the side port should aspirate clear. The physician declined. A total of approximately 3-4 cc of blood/fluid mixture was aspirated. The physician was informed that it was likely/possible that the catheter was not cleared but he disagreed. The pump was filled with 10 mg/ml hydromorphone through the center port. The pump was then programmed to run on minimum therapeutic rate (0.48 mg/day mg/day) and the patient¿s ptm (personal therapy manager) was disabled. A prime was programmed to prime the cap chamber and the catheter. The physician was aware that the internal pump tubing still had morphine and that it would run at minimum rate (same rate as she was running for past two weeks and patient would receive that morphine first before hydromorphone). In recovery, the prime took 19 minutes and then 15 minutes after that the patient became symptomatic (nausea, vomiting, sweating, dizzy, weak). The physician was aware of the symptoms, and in recovery the patient was given ¿IV (intravenous) zofran, etc.¿ to ease the symptoms. It was noted that the issue was resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. No surgical intervention occurred, and none was planned.

Manufacturer narrative:
Continuation of d10: product ID: 8780,serial# (B)(6), date implanted: (B)(6) 2023, product type : catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-nov-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.